Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages. Update: (B)(4) 2012 was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that during the right hip revision the cup was found to have no bone ingrowth.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 1169853, 1189119, 2423043, and x69d51. A search of the complaint database search finds one additional reported incident against lot code 2397401 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions. After review of medical records, patient was revised to address failed right total hip acetabular component with heterotopic bone formation. Revision notes stated that the acetabular component was 10 degrees anteverted and 70 degrees abducted.